Event description:
Same case as: 2134265-2013-07860, 2134265-2013-07861. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with atlantis sr pro intended to visualize the non-tortuous and non-calcified lesion. It was noted that during percutaneous coronary intervention damage to the pullback mechanism occurred after initial run and no longer worked. Automatic pullback was attempted once and the physician did not perform manual pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed one hub wing was bent, the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system, the telescope assembly was not able to properly pull back, advance, and retract, and imaging core wind up in the telescope assembly. The device failed to met specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-07860, 2134265-2013-07861. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with atlantis¿ sr pro intended to visualize the non-tortuous and non-calcified lesion. It was noted that during percutaneous coronary intervention damage to the pullback mechanism occurred after initial run and no longer worked. Automatic pullback was attempted once and the physician did not perform manual pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.